Manufacturer narrative:
02sep2021 the device came from respiratory storage when the reported issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer replaced the speaker assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service.

Event description:
The customer called into technical support (ts) reporting that the device is displaying error message, primary alarm failed code. The customer reported there was no patient involvement at the time the issue was discovered.